Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, bleeding and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added: pelvic pain, abdominal pain, gen abnorm bleed, psych injury, perforation. Event outcome were added and reporter information were updated. Event injury nos deleted. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a 24-year-old female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included uterine bleeding, gastrointestinal symptom nos, hematuria, vomiting, right lower quadrant pain, uterine perforation, ovarian cyst and low back pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and perforation. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, did not undergo confirmation test. Reporter information, aka name, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('fallopian tube perforation') in a 24-year-old female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included uterine bleeding, gastrointestinal symptom nos, hematuria, vomiting, right lower quadrant pain, uterine perforation, ovarian cyst and low back pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, psychological trauma, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and perforation. Lot number:636097 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " fallopian tube perforation " was added. Outcome of event "bleeding" was updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a 24-year-old female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included uterine bleeding, gastrointestinal symptom nos, hematuria, vomiting, right lower quadrant pain, uterine perforation, ovarian cyst and low back pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and perforation. Lot number:636097, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.